Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 397 mg/dl. The customer had not mentioned any symptoms of their blood glucose levels. The customer was treated with pump. Customer reported they had experienced high blood glucose level of 397 mg/dl at time of incident. The customer's current blood glucose was 397 mg/dl. Customer stated she called about a week ago with a no delivery alarm and they already troubleshoot for it and she had one today and she hadn't got insulin all day. Troubleshooting was performed for no delivery alarm. Customer states the tubing is not bent or kinked. Customer states they have tried all remedies. The customer declined to troubleshoot for high blood glucose and no delivery alarm we went through the recurring alarm and declined to troubleshoot we will replace/return the pump out. The product was returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).